Event description:
One touch ultra meter had been prompting the error 4 message. On one occasion the pt had obtained a 407 mg/dl and 388 mg/dl on the reported meter and described having chest pains, feeling thirsty, and fatigued. The pt reported that there was a 2-week time differenec between the results. The pt reported that they tested on another device; however, no reports were reported. The pt took their oral medication following the use of the meter. They also reported that they were taken to the hospital and treated with insulin; however, no other info was provided. The senior medical affairs specialist mailed a letter since the pt could not be reached. The pt did not alleged harm. There is little info to suggest that the pt experienced injury or medical intervention due to the meter. The customer service representative walked the pt through retesting and the meter prompted the error 4 message. Issue was not resolved through troubleshooting. Pt's meter, test strips, and control solution were replaced.